Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Upon receipt, no communication could be established between the device and the programmer. Low battery voltage was observed. With another battery attached, the device functioned normally; no high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and an internal battery anomaly was found to be the cause of the premature battery depletion.

Event description:
It was reported the interrogation to the device failed. The device was explanted and replaced.